Event description:
(B)(4). I started having very bad pain on right side of abdomen and still do. My periods have become very heavy in flow with large blood clots. And my periods are now very irregular. Sometimes twice a month and then other times I will skip months. Have gained alot of weight. (B)(6) and I look like I am (B)(6) pregnant. I also started getting mofraine headaches since the device was placed in 2011. My insurance paid for ky essure placement.

Event description:
#Medwatcher #followup 1 #FDA mw5057072 #(B)(4). I also have a rash on my lower stomach that will not go away. My abdominal pain is so bad it prevents me from doing normal everyday things. Somedays I can't even get out of bed. It prevents me from being there for my 3 children. Also it is painful to have sex with my husband and bleed when we have had sex. I have been having anxiety and depression problems due to all of this. Just a couple weeks ago I went to a new ob gyn doctor to explain my symptoms and he stated that essure has been causing these side effects in patients. He recommends getting a hysterectomy to remove the essure, due to pain and all the other problems it has been causing me. I just want to feel normal again and not have pain.